Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose of 600 mg/dl and diabetic ketoacidosis. The patient experienced vomiting, nausea, abdominal pain, and diarrhea. The patient treated via manual insulin injection after multiple attempts at insulin pump boluses; however, the insulin pump alarmed no delivery. At the hospital, the customer also received manual insulin injections. He was treated for three days before being released. Troubleshooting was not completed for the insulin pump. The insulin pump was not returned for analysis.